Event description:
It was reported that an ilet user experienced hyperglycemia with blood glucose readings of 373 mg/dl decreasing to 353 mg/dl after eating, concurrent with a sensor replacement alert and a subsequent 30-minute loss of glucose readings before insertion of a new sensor and a supply change. Symptoms included high blood glucose. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included technical troubleshooting with data sync, alarm review, confirmation of sensor replacement, and user education. Investigation of this case revealed insufficient evidence to identify a device malfunction, with hyperglycemia occurring in the context of recent food intake and a sensor transition. It was concluded, based on established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.